Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a error alarm. The console was replaced to address the issue. No patient harm reported.

Manufacturer narrative:
The investigation for the reported aic - controller error (yellow alarm) has been completed. The product was returned and the aic - controller error (yellow alarm) was confirmed. The root cause of the aic - controller error (yellow alarm) was determined to be defective impellatronics board. This report is being filed as part of a retrospective review of historical records.